Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2013. It was reported that during preparation for a procedure the guide wire was kinked. The starter guide wire was unpacked and it was noted that the guide wire was kinked. The procedure was completed with another of the same device. No patient complications were reported. However, the returned product analysis revealed that the coating on the guide wire was peeling.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device presents an offset/mis-aligned coil condition located 2.35 to 2.50cm from the distal tip with scraped ptfe coating in the area of coil damage. The j-form appears normal and unremarkable, aside from the afore-mentioned damage. The distal tip of the j-straightener attachment to the dispenser assembly does not present any indication of damage. The specimen appears to present dried blood-like material between the coil wraps and on both the distal and proximal tip weld masses suggesting complete removal from the dispenser assembly. The mylar and tyvek packaging pouch films do not present impressions associated with the guidewire damage. The coil wraps in the mis-alignment damage present some coating displacement without removal. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).